Event description:
Info received indicates the brake would engage and hold until force was continually applied. Then it would come out of the brake mode.

Manufacturer narrative:
The tech replaced the broken brake cam to repair the bed.